Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient's father reported that on (B)(6) 2010, the patient's blood glucose elevated to 300 mg/dl. Her normal blood glucose level is 120 mg/dl. She stated the infusion device did not deliver the bolus. She changed the insulin cartridge, infusion site, tubing, and battery but was unable to resolve the issue. She began to bolus by insulin injection using the infusion device for only basal rates but then switched to the backup infusion device. The father stated the patient's hba1c has increased from 6 to 8. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.